Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 10/1/2020. [Additional event information]: on 01 october 2020, additional information was received indicating that the patient is still hospitalized. The information related to the initial reporter was also provided. E.1: the initial reporter phone: (B)(6) . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported the (B)(6)-year-old male patient with a past medical history of type ii diabetes, chronic renal failure, arrhythmia, transient ischemic attack (tia), and cerebral infarction, underwent a mechanical thrombectomy with the target occlusion located at the right m2 segment of the middle cerebral artery (mca) with associated stroke. Bleeding was confirmed after a second pass was made with the 5mm x 33mm embotrap ii revascularization device (et009533 / 20b076av) via a marksman¿ microcatheter (medtronic). During the procedure, a guiding catheter (unknown brand) was advanced to the internal carotid artery, and an ace¿ 68 aspiration catheter (penumbra) was delivered to the m1 segment of the mca. The marksman¿ microcatheter was then advanced to the clot and the embotrap device was deployed. Although it was collected via the continuous aspiration prior to intracranial vascular embolectomy (captive) technique, only some of the clot was retrieved which warranted the need to make an additional pass. A partial clot removal was achieved during the second pass, but angiography confirmed the bleed. The cause of the bleed is reportedly unknown, and no information was provided regarding treatment to address the bleed. On 14 september 2020, additional information was received. The information indicated that the patient remains hospitalized and continues to have hemiplegia because vessel recanalization was not achieved. On 24 september 2020, additional information was received. The information indicated that the hemiplegia was present at baseline and there was no exacerbation of paralysis observed postoperatively. The patient has hemiplegia and putamen bleeding and is awaiting transfer to rehabilitation facility. Additional treatment will not be performed. It was reported that ¿the feeling of resistance when pulling the complaint device was given to the young assistant so, the feeling is unknown.¿ the physician was using a balloon guide catheter when the bleeding was observed. Therefore, he immediately inflated and blocked the blood flow of the internal carotid artery (ica). Blood flow was resumed, and hemostasis was achieved. Upon further review, ¿it was considered that the blood vessel was pulled and the distal perforator broke when the second passing was pulled with the complaint product because the part away from the main where the stent was deployed was bleeding¿. The physician believes that ¿the cause is not the stent itself¿, and the bleeding would have occurred with a competitor stent retriever. It was further reported that the use of the stent retriever ¿might relate to the issue¿ but the clot would not have been able to be removed by suction catheter only. The arteriosclerosis was severe, and ¿the vascular meandering was so severe¿ that there was a sharp bend from the m1 to m2. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20b076av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Withdrawal difficulty from vessel, vascular injury, and hemorrhage are well-known extensively documented potential complications associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap ii instructions for use (IFU) cautions the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported event. However, there are clinical and procedural factors, including anatomical challenges, vessel characteristics, clot burden, device selection, and manipulation of devices within the artery, that may have contributed to the event rather than the design or manufacture of the device. With the information available and without the product available for analysis, the reported customer complaint related to the resistance issue encountered during the device withdrawal from the vessel cannot be confirmed. A manufacturing documentation review was performed. There is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported the (B)(6)-year-old male patient with a past medical history of type ii diabetes, chronic renal failure, arrhythmia, transient ischemic attack (tia), and cerebral infarction, underwent a mechanical thrombectomy with the target occlusion located at the right m2 segment of the middle cerebral artery (mca) with associated stroke. Bleeding was confirmed after a second pass was made with the 5mm x 33mm embotrap ii revascularization device (et009533 / 20b076av) via a marksman¿ microcatheter (medtronic). During the procedure, a guiding catheter (unknown brand) was advanced to the internal carotid artery, and an ace¿ 68 aspiration catheter (penumbra) was delivered to the m1 segment of the mca. The marksman¿ microcatheter was then advanced to the clot and the embotrap device was deployed. Although it was collected via the continuous aspiration prior to intracranial vascular embolectomy (captive) technique, only some of the clot was retrieved which warranted the need to make an additional pass. A partial clot removal was achieved during the second pass, but angiography confirmed the bleed. The cause of the bleed is reportedly unknown, and no information was provided regarding treatment to address the bleed. On 14 september 2020, additional information was received. The information indicated that the patient remains hospitalized and continues to have hemiplegia because vessel recanalization was not achieved. On 24 september 2020, additional information was received. The information indicated that the hemiplegia was present at baseline and there was no exacerbation of paralysis observed postoperatively. The patient has hemiplegia and putamen bleeding and is awaiting transfer to rehabilitation facility. Additional treatment will not be performed. It was reported that ¿the feeling of resistance when pulling the complaint device was given to the young assistant so, the feeling is unknown.¿ the physician was using a balloon guide catheter when the bleeding was observed. Therefore, he immediately inflated and blocked the blood flow of the internal carotid artery (ica). Blood flow was resumed, and hemostasis was achieved. Upon further review, ¿it was considered that the blood vessel was pulled and the distal perforator broke when the second passing was pulled with the complaint product because the part away from the main where the stent was deployed was bleeding¿. The physician believes that ¿the cause is not the stent itself¿, and the bleeding would have occurred with a competitor stent retriever. It was further reported that the use of the stent retriever ¿might relate to the issue¿ but the clot would not have been able to be removed by suction catheter only. The arteriosclerosis was severe, and ¿the vascular meandering was so severe¿ that there was a sharp bend from the m1 to m2.